Event description:
It was reported that pump displayed cgm error and caller sought assistance. There was no reported impact to the customer¿s blood glucose level. Technical support walked caller through pump reset, and error did not reappear; caller was then advised to wait before starting sensor session and acknowledged understanding of guidance.